Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-201400322, 00323 and 00324.

Event description:
The plaintiff's attorney alleged that the decedent experienced an ill-defined event requiring hospitalization on (B)(6) 2011 and subsequently expired on (B)(6) 2012, after the use of the product.